Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer did not load the tubing with more than 30 units. During the loading process. Tandem technical support educated the customer regarding the loading process.